Event description:
Info received that the head of bed would not go up. No injury reported.

Manufacturer narrative:
Tech found the head of bed would not go up due to bad head cylinder. Replaced cylinder to resolve this issue. Bed working fine no pt impact no sign of abuse & account is happy.